Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number(B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- xten. As it was stated, the dust cover was missing the screws. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into the sterile field or during procedure might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event as the dust covers should be attached still to the device. There is no information provided if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has never lead to serious injury or worse. Furthermore, it was found that the possible root causes of this event are wrong assembly of metal covers by technician (during maintenance or installation) or improper use of the device by user. Additionally, we can confirm every getinge technician is informed how to properly mount the metal fitting on the spring arm. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 getinge became aware of an issue with one of surgical lights- xten. As it was stated, the dust cover was missing the screws. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination.